Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. The pump was not functionally tested due to a misaligned deflation ball. The product analysis confirmed the alleged device malfunction. A misaligned pump deflation ball would result in an inability of the pump to maintain an inflated state, which confirms the reported events of the patient being unable to maintain the device in an inflated state. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis did not confirm the alleged device malfunction. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a pump component failure that is not related to a manufacturing deficiency. Based on the results of this investigation, no escalation is required. System components reservoir model- 72404155, lot sn- (B)(6), mfg date- 05/06/2015, exp date- 04/22/2017, gtin- (B)(4).

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to the device deflating after minutes of being activated. A patient status of no further complications was reported.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to the device deflating after minutes of being activated. A patient status of no further complications was reported.

Manufacturer narrative:
Additional information received that the device was replaced on (B)(6) 2019 due to fluid loss. Product investigation- the product analysis confirmed the reported allegations inflation issues due to a misaligned deflation ball within the pump. A fluid leak could not be confirmed through product analysis, however the inability to inflate the device would present to the patient as fluid loss because it would appear that no fluid was available when the patient utilized the pump. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a pump component failure that is not related to a manufacturing deficiency. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis did not confirm the alleged device malfunction. System components reservoir model- 72404155 lot sn- (B)(4). Mfg date- 05/06/2015 exp date- 04/22/2017 gtin- (B)(4).

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to the device deflating after minutes of being activated. A patient status of no further complications was reported.

Manufacturer narrative:
Additional information received that a revision surgery has not taken place and that the physician performed an assessment when the device was activated. The doctor decided to prescribe sildenafil to the patient before proceeding so that the patient could keep his erection but the drug did not work. The patient outcome was reported to be fine but the patient does not have a functioning device. The device will be returned once a removal has taken place. System components reservoir model- 72404155. Lot sn- (B)(4). Mfg date- 05/06/2015. Exp date- 04/22/2017. Gtin- 00878953003207.

Manufacturer narrative:
System components: reservoir: model- 72404155, lot sn- 933930016, mfg date- 05/06/2015, exp date- 04/22/2017, gtin- (B)(4).

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to the device deflating after minutes of being activated. A patient status of no further complications was reported.